Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating and basic occlusion test. The insulin pump was received with keypad overlay texture damage, cracked reservoir tube lip, scratched case and minor scratched led window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the foil on display and the keypad is loose and looks cracked. Device was not bumped or dropped. Blood glucose value is unknown. The insulin pump would not be replaced or returned for analysis.